Event description:
Per the clinic, the patient experienced a skin breakdown and an extrusion of the implant (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported), however, the issue did not resolve. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on june 21, 2022.

Manufacturer narrative:
This report is submitted on march 6, 2023.